Event description:
Reporter alleged obtained readings in the 300-399 mg/dl range on the compact plus system while using expired strips. Reporter indicated he then took double the amount of his normal medication, which according to him was 2 1000 mg tabs of metformin and 2 10 mg tabs of glimepiride. Reporter stated that just about 1 hour after this, he passed out, the emts arrived and obtained a result of 28-29 mg/dl on their system. Reporter stated that they treated him with glucose intravenously then advised him to go home and eat. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.